Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. As a result of the evaluation, the following was found. The vertical lines were displayed on the monitor error e216 was also displayed, not only error b30. The adhesive of the bending section rubber was peeled. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Error b30 (scope communication error) was displayed. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information that the image restored by replacing m-plug unit from olympus europa (B)(4) there was the possibility that the reported phenomenon was attributed to the failure of the electrical circuit board of the video connector.